Manufacturer narrative:
Field service engineering repaired the system by replacing the affected patient side manipulator (psm). The psm was returned to isi for failure analysis investigation. Engineering discovered two cables for insertion were off their pulleys. As of june 18, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostectomy procedure, the customer experienced a mechanical problem with a pt side manipulator of the da vinci surgical system. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.